Event description:
This report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal band ligation procedure performed on (B)(6) 2022. During the procedure, the physician could not deploy the band. When they checked the distal end, it was found that the third band entangled over the second and the first bands. A second speedband superview super 7 device was used; however, the same problem occurred. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal band ligation procedure performed on (B)(6), 2022. During the procedure, the physician could not deploy the band. When they checked the distal end, it was found that the third band entangled over the second and the first bands. A second speedband superview super 7 device was used; however, the same problem occurred. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of band unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the trip wire was not secured. The returned ligator head had five bands attached, and some of them had overlapped and moved from their position, and one band was broken. The suture thread was cut. The device was observed under magnification and the ligator head teeth were found damaged/bent. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator head had five bands attached, and some of them had overlapped and moved from their position, also, the ligator head teeth were bent/damaged, suggesting that a malfunction of the device may have occurred, and the bands were not deployed as expected. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands, causing more tension on the device bending/damaging the teeth. It is possible that this tension caused the break on one band. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.